Manufacturer narrative:
Continued d.4 lot number: sp100474. Continued d.4 catalog number: 2020002. A review of the device history record for strattice lot sp100474 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 25/sep/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral incisional hernia and skin fistula¿ repair and was implanted with strattice device. The patient underwent an "application wound vac, incision and excisional debridement abdomen.¿ the ppf form also indicates the patient was implanted with a non-abbvie device, "amniofill® 1000 mg x2¿ during the procedure to implant the strattice. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿abdominal wound necrosis, pain and suffering.¿ previous medwatch submission noted re-herniation. Upon further information, abbvie/lifecell has determined that the event of re-herniation did not occur.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.